Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that following a micro-stent implant procedure, the eye was full of blood and the vision was barely count fingers. He also reported that the eye had a low intraocular pressure (iop) of 3 mmhg. There was no view of the fundus. The stent remains implanted.

Manufacturer narrative:
Product evaluation: a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. Possible root causes are that postoperative worsening of the visual field, hyphema, and hpotony are established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: concomitant medical products.